Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.25x23mm xience prime stent was implanted in the left posterolateral coronary artery, 100% stenosed lesion, without reported issue. On (B)(6) 2015, re-stenosis of the 2.25x23mm xience prime stent was observed. Reportedly, the patient had no clinical symptoms. Another unspecified stent was implanted at the re-stenosed site. The event resolved without sequela. There was no additional information provided.